Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, several episodes of noise on the right ventricular (rv) lead, which were misdiagnosed as ventricular fibrillation, were noted. The high voltage lead impedance was also above normal limits. Interrogation also showed a decrease in sensing and an increase in pacing threshold on the atrial lead. During revision surgery, the rv lead was capped and replaced and noted to have insulation damage that appeared to likely be caused by lead to can abrasion. The atrial lead was also capped and replaced as part of the system revision. The device was explanted and replaced due to normal depletion. The patient was stable following the procedure and there were no adverse consequences reported. Related MFR number: 2017865-2018-04196.